Event description:
It was reported that a user disconnected from the ilet following non-diabetes-related heart surgery and, after prolonged inactivity, encountered persistent restart 38 alerts while attempting a supply change without completing device setup, resulting in failure to infuse due to consecutive stalled motor events associated with the motor component; insulin delivery and sensor connection were restored after guided setup, and blood glucose was not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem that led to consecutive motor stalls consistent with a failure to infuse, with the motor identified as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.